Event description:
After placing catheters in buttocks, sheath was being separated while being pulled, and a small piece of the sheath broke off in the pt. Attempted to locate with small incision, but could not locate. Pulled out catheter, but piece not located. May have come out with catheter or been wiped off when making the incision. Unk if any portion of the sheath remains in pt, but possible. Remainder of unit was discarded. Use (B)(4), but prefer 2.5" catheter.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. No product was available for evaluation and investigation. Info provided for this investigation revealed that the directions for use (dfu) were not followed for the proper removal of the sheath, contributing to the sheath breakage. The directions for use (1304459, rev. C) states: caution: "while holding catheter tip, withdraw sheath completely from puncture site prior to splitting to avoid sheath breaking off in pt, split sheath and peel away from catheter". A warning is also included, stating "do not reinsert a partially or completely withdrawn needle as this can damage the sheath and break off in pt upon sheath removal". We reviewed our device history record, and all mfg operations were found to be within specification. A review of the lot history found no other complaints for broken sheaths for the reported lot. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.